Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level was "high"; although specific value was not provided and high ketones that were identified as dangerous by a healthcare provider. The customer gave a manual injection to address bg and was additionally treated with intravenous fluids of saline and insulin at the hospital. Customer was released on 8/15/24 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.